Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02319. Additional information received indicated that on (B)(6) 2019, the patient's leads were repositioned. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02319. It was reported the patient lost stimulation following a traumatic injury to the head. X-rays indicated the leads had migrated. Surgical intervention may be undertaken to address the issue.